Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the displacement accuracy test. Installed a water filled reservoir and primed the pump. The pump was monitored for three days and no unexpected bolus, basal, or fixed prime deliveries occurred. We were unable to verify past fixed prime deliveries within the button and event history files due to several alarms found in the history file. The alarms occurred due to a corrupted history file. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that last few weeks the insulin pump automatically delivered fix prime, without any settings by the customer. This caused low blood glucose of 32 mg/dl. The insulin pump will be replaced. No further details were provided.